Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultrasmart meter read inaccurately high compared to her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began ¿about 2-3 weeks ago¿. At unspecified dates/times, the patient obtained blood glucose results of ¿300 to 625 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (unknown type and dosage) and stated she took an increased dose of insulin (8 and 12 units more of insulin) in response to the alleged inaccurate result(s) obtained with the subject meter. The patient reported, ¿2 -4 hours¿ after the alleged issue occurred, she developed symptoms of ¿shakiness, sweatiness, and feeling faint¿. It is not known what treatment, if any, the patient received in response to these symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2014),the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.